Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an interventional (left carotid artery stent) procedure. Reportedly, no sutures were captured. A second proglide was used with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Device was to be returned for evaluation; however, it was inadvertently misplaced during transit. Without the product a physical examination could not be performed, which limited the scope of the investigation. No determination can be made as to the contributing factors to the reported discrepancy. A cuff-miss (no suture captured) can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. The needle trajectory of every device is checked during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record revealed no manufacturing related nonconforming material record associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for cuff-miss with this lot number. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.